Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the unit began alarming circuit alarm and stopped ventilating during use on a patient on the revel ventilator. The customer reported the device would have to be powered down then back up for the unit to start working properly that happened several times. The customer reported there was no patient harm associated with the reported event.